Manufacturer narrative:
During inspection of the device the customer informed a czmi field service engineer that during the case, the light intensity of the microscope was set at near maximum. The user manual describes that a long duration of treatment especially in combination with high light intensity can lead to skin burn.

Event description:
A health care professional (hcp) reported that a patient sustained a burn after undergoing a 2-hour left ear tympanoplasty procedure with the opmi cs surgical microscope. The burn was described as at least second degree, possibly third degree. The burn was reported to be located on the skin above the incision and in the incision, and on the conchal area of the pinna. It was reported that the hcp used silver sulfadiazine immediately to treat the patient, and during post-operative care. It was further reported that the patient had subsequently returned to the site for further evaluation and treatment of the burn.